Event description:
It was reported that the user experienced hyperglycemia after missing a meal announcement while using the ilet bionic pancreas, leading to prolonged high glucose readings with alerts indicating glucose above 300 mg/dl for over 90 minutes; troubleshooting and education were provided on meal announcements and use of correction dosing. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, diabetic ketoacidosis, or other clinical complications. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and no hospitalization. Investigation included a technical review via customer support with user education on appropriate meal announcement practices and recommendations to consult a healthcare professional for individualized guidance. Investigation of this case revealed user-related use error due to a missed meal announcement, with no device malfunction or alarm failure reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of the device outside of instructions for use, specifically a missed meal announcement leading to hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.